Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a malfunction of the pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
I was contacted by customer about a c1 that alarmed tf 233004. This unit alarmed the same tf back in august, unit was then run through calibrations etc with no issue. The tf happened during boot up in room before putting on patient. Please advise.